Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 10:19:49 on (B)(6) 2023. At 14:30:34, an arrhythmia was detected. ECG shows asystole. At 14:31:24, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. Post shock rhythm was obscured due to CPR/motion artifact. At 14:31:50, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity with CPR/motion artifact. The electrode belt was disconnected at 15:10:58 on (B)(6) 2023.